Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: mar 21, 2024 device returned to manufacturer: yes device evaluation visual inspection of the complaint lens reveal that it was coated in viscoelastic residue. The lens was cleaned revealing that it had damage on the edge and surface of the lens. Damage on a haptic was also observed. The complaint simplicity was evaluated revealing that the cartridge tip was damaged, and a hole was observed in the neck of the cartridge indicating that the plunger rod poked through the neck of the cartridge. This may be contributed to excessive force being used while advancing the lens. Ovd was observed inside the cartridge; however, it was not distributed throughout the cartridge indicating that an inadequate amount of ovd may have contributed to the complaint issue reported. No further issues were identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: dob, age, weight, race and ethnicity: unknown/ not provided. Section d6a. Implant date: not applicable. Section d6b: explant date: not applicable. Section e1: email address: unknown/information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the sides of the cartridge was torn apart while loading and that led to the crack of its lens optic. Additional information was received and it was learnt that surgeon took lens out just before injecting it into the eye during the procedure. There was no delay in treatment or other interventions performed. No further information was provided.